Event description:
The hosptial reported that during the saphenous vein harvesting procedure, the outer balloon (silicone) tore on the short port. The pa converted to an open leg technique to complete the procedure. No additional patient complications were reported.